Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that there was blood/body fluid on the proximal conductor (not obstructed) and on the helix mechanism. The outer insulation was breached cut and there was apparent explant damage.

Event description:
It was reported that lead was not attached to right atrial wall due to patient anatomy. Lead was removed and replaced. Doctor stated that it was operator error. No patient complications have been reported as a result of this event.